Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient reported a sensor that failed during startup and a countdown for the sensor finishing that appeared in rapid succession. No additional patient or event information is available. No product or data were provided for evaluation. The complaint confirmation could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Data was provided for evaluation. The reported event of a sensor that failed during startup and a countdown for the sensor finishing that appeared in rapid succession was confirmed via data. The root cause could not be determined.